Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of 11.5/1.5/89 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).